Event description:
According to the reporter, the capsule did not adhere to the esophagus as normal, and fell into the stomach and had to be retrieved with a roth net/basket. During the suction phase, the patient was coughing and retching a little. A second capsule was successfully attached during the same procedure. The event did not lead to or extend patient hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.